Event description:
During a colectomy procedure, error code 5 received. The first instrument was used properly during 40 minutes and then it stopped. A second instrument was used. The same thing happened. It worked properly during 30-40 minutes and then, it stopped. The surgeon used classical instruments to finialize the surgery. No pt consequence.